Event description:
A home patient's spouse contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home patient noted that the clamp was closed on the patient line of the homechoice set during set-up and therapy. Baxter's technical service center assisted the home patient in ending the therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident per the home patient.